Event description:
Complainant alleged that when the clinicans powered-up the device in preparation of monitoring a patient's (age unknown) heart rhythm, the screen displayed an "error 51" message. The clinicians then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.